Event description:
It was reported that at 161,300 joules while using the surgical fiber during a prostate procedure, the laser system's fiberlife function continuously activated, reverting the system into standby mode. The fiber was replaced and the procedure completed using a second surgical fiber. Pt outcome: "ok, no harm to the pt."

Manufacturer narrative:
Fiber analysis: the fiber cap shows signs of circumferential fracture of glass cap proximal to fiber/cap fusion zone. The fiber was found rotate independently of the metal cap; likely the result of a fractured fiber/glass cap beneath the metal cap. Burnt on detritus on the metal cap was also observed. Both caps remained attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber/cape conditions may also result in a forward-firing condition. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.